Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2a, d2b, d3, d4, g4 ¿ 510k: this report is for an unknown screwdrivers: viper prime/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery on (B)(6) 2023, the surgeon was attempting to place a screw in the patient, but the screw would not advance. The screw was removed from the viper prime screwdriver and replaced with another screw of the same size, and the case proceeded. Either the screw interface was defective, or the screwdriver was too loose and stripped the screw interface when attempting the initial screw insertion. The driver looked to be undamaged and worked satisfactorily with other screws. The surgery was delayed by one minute. The surgeon switched to another screw and the procedure was completed successfully. There was no patient consequence. This report involves one unk - screwdrivers: viper prime. This is report 2 of 2 for (B)(4).

Event description:
The initial complaint was reviewed, and the unk - screwdrivers: viper prime was found to be not reportable. Upon receipt of further information from the reporter, it was confirmed that there was no allegation against the screwdriver.